Event description:
The delta chamber was put in together with a medos adjustable shunt. The pt developed "underfunction symptom" and it showed on dt that the ventricle system was strongly dilated. The delta chamber was removed and the pt had after 24 hours clinically improved. The resistance in the delta chamber was measured and estimated as high.